Event description:
Medfusion 4000 pump alarmed biomed failure requiring code. The pump was running a normal saline chaser that was carrying the fentanyl drip into patient. No harm - risk of under-sedation. Serial # (B)(4). FDA safety report ID# (B)(4).